Manufacturer narrative:
This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. Product return was received and investigated. Product investigation results showed that the melted hole on the housing of the handle was caused by external heat and not by a product malfunction. This damage is due to consumer handling.

Event description:
Consumer contacted via e-mail and stated that the toothbrush housing was melted at the bottom. No injury was reported.